Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and updated the software on the replaced part. During repair and testing, the unit lost communication twice and did not pass the battery test during self-testing. The se replaced the bd to graphical user interface (gui) cable and the power supply. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was inoperable and was in a safety valve open condition. A loss of breath delivery (bd) communication error code was provided. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: the following components were returned for failure investigation: 1. Breath delivery (bd) printed circuit board (pcb) 2. Graphical user interface (gui) to bd cable assembly 3. Condor power supply. The bd pcb and gui to bd cable assembly was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. The condor power supply was visually inspected with no anomalies observed. The part was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The gui unit did not power up properly. The screen was blank and the gui leds were flashing with a chirping noise from the speaker. This fault was caused by the v5 and v6 voltage rails from the power supply to the gui unit reading out of range. The fault was intermittent, and the gui unit stared working properly after the ventilator was power cycled. If this failure occurred during ventilation the vent would generate a gui inop condition. The appropriate audio and visual alarms would enunciate. The ventilator would continue to operate at the last entered settings. If information is provided in the future, a supplemental report will be issued.